Event description:
It was reported that a physician implanted an x-stop device into a pt at two levels. A few weeks post-op, the pt visited the physician's office with "unrelenting buttock pain." The pt had pre-disc herniation and symptoms from levels l5 to s1. Both implants were removed. No additional info was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.